Event description:
This device was returned with oos documentation from biotronik representative. Per oos, this device could not obtain telemetry. No statistics were recorded. This device was replaced with a cylos dr-t.